Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01060. Reportable based on new information received on 05jan2017 two 1.25mm rotalink¿ plus devices were selected for use. During the procedure it was noted that the burr would not spin above 80,000 rpm. The procedure was completed with another 1.25mm rotalink¿ plus device. It was reported that the patient passed away.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer and burr units were received attached together as a single unit. The advancer knob was received loosened in a midway position. The advancer, the burr, sheath, coil, and handshake connections were microscopically and visually examined. The annulus was damaged, not rounded and flattened. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came on the console. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01060. Reportable based on new information received on (B)(6) 2017 two 1.25mm rotalink¿ plus devices were selected for use. During the procedure it was noted that the burr would not spin above 80,000 rpm. The procedure was completed with another 1.25mm rotalink¿ plus device. It was reported that the patient passed away.